Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The hp had left a clamp open on the unused line. The technical service representative (tsr) explained the air alarm. The tsr had the hp cycle the power to get the se 2367. The hp would do a manual bag in the morning and use new supplies the following day. The hp was told to notify his nurse. Global product surveillance (ps) the hp on (B)(6) 2012 regarding the reported problem. The hp stated that he ended therapy for the night after calling baxter. The hp stated that he left one of the unused clamps open. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp did not have any medical issues or injuries related to the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had left a clamp open on the unused line. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error-open clamp.